Manufacturer narrative:
Explant date: (B)(6) 2017.

Event description:
It was reported the patient had his spectra penile prosthesis cylinders removed and replaced due to infection. The removal took place in (B)(6) 2017, which was communicated to the manufacturer at the patient's subsequent inflatable penile prosthesis reimplant procedure on (B)(6) 2017. No further patient complications were reported in relation to this event.